Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the site's dell handheld computer screen had been freezing. It was reported that turning the handheld power off resolved the problem and the programming session can then be completed.